Event description:
Patient has a 5f/15.5g power PICC -boston scientific- leaking at the junction of MFR extension and orange hub. Line was removed, and pt rec'd the rest of her therapy via peripheral IV.